Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working because of fluid loss. There was fluid loss from the left cylinder. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working because of fluid loss. There was fluid loss from the left cylinder. The device was removed and replaced. There were no patient complications.